Event description:
It was reported that "resume insulin" alarm occurred inappropriately on multiple occasions. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.